Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported issue. It was received with a crack on lower left front corner of top case also cracked on right plunger case. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "primary audible" alarm. To further investigate, a power up process test was performed. The customer reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. The speaker was replaced for preventative maintenance. No further actions will be taken.

Event description:
It was reported that a system failure primary audible alarm was experienced.